Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 18505442k, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that abnormal readings were observed in the neuro monitor during patient's permanent implant procedure. The procedure was aborted. No device malfunction was suspected. The event was believed to be procedure related, and not device related.